Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be opened; therefore, the cause of the reported event is undetermined.

Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure fluid leaked. Approx 7 minutes into the procedure, the fluid loss alarm sounded (rate of loss is unk). It is unk if a tenaculum stabilizer and a speculum were in use during the procedure. A second degree burn in the upper portion of the vagina next to the cervix, size unk, was observed by the physician. Physician stated, "pt wouldn't even feel it given the location"; burn was left untreated. Same event as MFR report #3005099803-2009-00400.